Event description:
An issue was reported where the insulin gauge displayed a different amount than expected, beginning the previous day and continuing into the current day. The current fill estimate was 50 units, but the caller expected 220 units, with a difference greater than 30 units. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to ensure proper air removal from the cartridge before filling. The customer acknowledged this advice but declined to load a new cartridge, opting to continue using the current one and follow up as needed.